Manufacturer narrative:
No service call was conducted, accordingly, no system evaluation could be performed. The laboratory had previously changed to the approved alternate flow cell cleaning procedure. This event occurred following an automated flow cell cleaning procedure conducted by an inexperienced operator. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.

Event description:
Customer reported that approximately 20 erroneously low sodium results were generated by the unicel dxc 600 synchron system. The event occurred following the automated flow cell cleaning procedure. The customer previously utilized an alternate cleaning procedure. The samples were retested on the facility's back-up system and yielded results within expectation. The results were amended and issued. The customer provided a sampling of five patient results as an example. There are no reports of any adverse events related to this event.